Event description:
After a previous repair, it was reported that the device presented a motor rate error message. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. No information provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Visual inspection was performed and the following observations were noted: tamper seals were not intact. No visible damage to pump. Functional and occlusion testing was conducted. The reported event was not replicated during testing. However, motor rate error was identified in event history log review. The reported issue was confirmed. The root cause was unable to be determined. The following actions were taken: preventative maintenance was performed. Additional repairs included: replacement of plunger pcb board (broken q1 chip) and right plunger case. Device functional and delivery tests all passed after repair.